Manufacturer narrative:
G4: 25sep2020; b4: 28sep2020. The remote service engineer followed up with the customer on 20-aug-2020 who stated that the flow sensor was out of speicifications. The customer had a new flow sensor on hand to replace which resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
It was reported to philips that the device alarms low leak - co2 rebreathing risk. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer verified that the external exhalation port on the bottom of the machine is clear and not obstructed. The rse discussed the use of the exhalation port in the circuit and advised the customer to perform the air/o2 flow testing and the o2 accuracy testing it is suspected that the flow sensor may be out of tolerance. The part information for a replacement flow sensor assembly was provided to the customer.